Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient needed help changing the settings because they wanted better symptom control. They stated that they usually felt the stimulation but had not felt it for the last 2 days. Using the programmer and synchronizing to the ins, it was determined that the stimulation was on. The patient had the ability to change programs/adjust stimulation. Increasing the amplitude was considered and the patient then made a change and felt the stimulation in the correct bike seat area. The issue was reported as not resolved. The patient was going to monitor their symptoms now with the change that was made and was going to follow up if the issue did nor resolve. There were no further complications reported or anticipated.